Manufacturer narrative:
One sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and it was observed inflation was difficult and deflation was hard. A visual inspection was performed and it was observed that the inflation line tubing was collapsed inside the lumen of the tube. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If the sample is returned, a summary of the analysis will be provided in a supplemental report.

Event description:
Medtronic received a report that prior to use on a patient, the cuff did not inflate and deflate smoothly as indicated. There was no patient involvement.